Event description:
It was reported that an occlusion alarm occurred and caller indicated multiple previous occlusion events, but specific alarm details, dates, and blood glucose impact were not provided. There was no reported adverse impact to the customer¿s blood glucose level. Customer stated that recommended troubleshooting was completed and insulin delivery was resumed, and no additional information was provided regarding any further actions or outcomes. Customer declined to provide further information.